Manufacturer narrative:
Implant regio 15 fractured. Construction was a dental bridge material analysis concluded inhomogenous mechanical overloading and patient related bruxism.

Event description:
Implant fracture.

Event description:
Implant fracture.